Event description:
It was reported that the 2800 system leg extensions would not come off and were cracked. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The leg extensions and mount were replaced during the service call. The system was tested and found to be working as intended and put back into service.